Event description:
It was reported that the 3.0x19 mm graftmaster stent was being used for treatment of a perforation in the distal right coronary artery; however, the stent delivery system (sds) failed to cross. The perforation spontaneously sealed by itself and required no further intervention. There was no clinically significant delay in the procedure due to the use of the graftmaster sds. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.